Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. Data analysis revealed that the reactive hiv sample had a cycle threshold (CT) value of 38.6, with the hiv growth curve showing minimal amplification. The positive control for hiv demonstrated robust and sigmoidal amplification, confirming proper assay functionality. The most likely root cause for the unexpected reactive result was identified as non-specific amplification (nsa), which typically presents as late, minimal amplification for a particular target. Contamination was ruled out, as no other samples were affected. This conclusion was further supported by negative serology results and a viral load result of target not determined (tnd). The sample could not be retested due to low remaining volume, and the donation was not used. No additional harm or delays were reported.

Event description:
The initial reporter alleged an unexpected reactive result for hiv when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. A sample tested on (B)(6) 2023 was reactive for hiv with a cycle threshold (CT) value of 38.6. The hiv growth curve showed minimal amplification. Serology testing was performed twice and was non-reactive. Nucleic acid testing (nat) with the mpx assay was repeated, and the result was invalid. Viral load testing was conducted, and the result was target not determined (tnd). The sample could not be tested again due to low sample volume. The donation was blood and was not used.